Event description:
It was reported that during servicing a homechoice device, a high drain error 109 (night drain #9) alarm was identified as having occurred on (B)(6) 2012 at 08:07:55. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.